Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a peripheral stenting treatment procedure, the balloon detached from the delivery device. Vascular access was obtained via a femoral artery. The target lesion was located in the external iliac artery. A non bsc 6fr sheath was placed and the 7.0x30mm express ld stent was deployed. After deployment a clot was noted in an anastomosed area of the femoral artery. The balloon of the stent delivery device was reinserted and used as an embolectomy catheter. After four or five attempts, the balloon detached inside the patient. A cut down was performed and the balloon was pulled out with the clot which was further noted be chronic. There were no additional patient complications reported and the patient's status is ok.